Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after drilling the tibial bone during surgery, the drill head broke off. All pieces of the instrument were retrieved from the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the devices were reviewed and identified no deviations or anomalies. All dimensions measured meet print specifications. Item 1 (reamer head) is detached from item 2 (shaft) on both returned pieces. This device was used for treatment. There are minor scratches and nicks on the shaft and head of the reamer, indicating successful prior use. The reamers had potential field ages of approximately 1 year at the time of the reported incident with unknown usage and handling histories. A complaint history search concluded that there are no other complaints for these part/lot number combinations. The most likely root cause of the reamer heads detaching from the shafts cannot be conclusively determined.